Event description:
Primary stability not achieved, implant wasn't completely covered with bone, thread tap used, blood coagulation disorder, inadequate bone quality/quantity - another size of implant was chosen.